Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on a mobile meter, compared to a performa meter, within 10 minutes: 562 mg/dl on mobile meter and 153 mg/dl on performa meter. No adverse event reported. No product was requested to be returned.